Event description:
Complainant alleged that while attempting to defibrillate a pt the device displayed a "poor pad contact" message and failed to discharge. Complainant indicated that the pt subsequently expired.